Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 203 mg/dl. The customer stated that while she was doing the file tubing section of the infusion set change the insulin came out of the bottom of the reservoir and the insulin came out on to the patient leg. The customer stated that the o-ring came out of the bottom of the reservoir and she pushed the o-rings back in the reservoir.